Manufacturer narrative:
The device was received, and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion alarm. Service evaluation verified the upstream occlusion alarm. The cause was identified to be the upstream sensor which was out of specification. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed an upstream occlusion alarm. There was no patient involvement. No additional information is available.